Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. There was no image due to the faulty cable unit. In addition, there was a cut in the cable. There was no sense of switch depression for button one (1) due to a faulty switchboard. The rear cover label was fading. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus the 4k camera head simply did not work at all. During the evaluation, it was noted the cable unit was faulty/broken. No patient involvement reported. This report is to capture the reportable malfunction of the faulty/broken cable unit noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was considered that the cable was broken, the cable unit failed, and the image no longer displayed was likely due to the user's handling such as excessive force being applied because there was no abnormality of the device at the time of shipment.